Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Liquid object/fluid inside syringe.

Event description:
No additional information.

Manufacturer narrative:
Sample received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Testing was performed on the sample, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 2309728, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples from the same lot were evaluated. Testing was performed on the sample, results verified amount of silicone was with the required limits. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2309728 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Silicone has a determined viscosity that makes it visible when the stopper is fully inserted and separated from the top of the syringe. Visibility of the silicone does not mean there is an excess of it. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.